Manufacturer narrative:
Evaluation summary: two 23ga ultravit probes were returned for the probe having interruptions during its use. For this complaint file, the final customer lot was identified. For this final lot, three component probe lots were used to make up the final lot. A device history record review for each of the three lots was conducted. According to the device history record reviews, two lots were reprocessed for an anomaly that did not contribute to the customer complaint. No anomaly was found during the device history record review for the other lot. The product was released based on the product¿s acceptance criteria. The two probe complaint samples were visually examined and deemed conforming. Actuation and aspiration testing were performed on both probes and both probes were deemed conforming. Cut testing was performed on both probes and both samples were deemed conforming. The complaint evaluation did not confirm the probes had poor cutting performance. The probes were manufactured to specification and had good cut performance. The root cause for this complaint issue was unknown because the returned samples were conforming to specification. The probes most likely had some wedge of surgical material between the cutter and outer needle that temporarily prevented the cutter from moving until the material was dislodged.

Manufacturer narrative:
A necessary correction was identified regarding the report's date received by manufacturer of the smdr2. (B)(4).

Manufacturer narrative:
Sample received at manufacturing site.

Manufacturer narrative:
A service visit was performed. A sample was received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Several attempts were made to obtain further information on the event with no response to date. (B)(4).

Event description:
A doctor of ophthalmology reported that a vitrectomy probe worked with interruptions during 3 or 4 vitrectomies. There were no cuts but aspiration was fine. The doctor tried pressing the foot pedal to make the probe cut or changed the probe. The patients' impact was: hospitalization or surgery performed again. Several attempts were made to obtain further information on the event with no response to date.